Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar and the distal shaft is missing. There is a kink to the hypotube at the exit notch and 118cm from the hub. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
Reportable based on device analysis completed on 14feb2020. It was reported that the device could not cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion due to angulation and severely calcified lesion. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed that the distal shaft was separated at the collar and is missing.